Event description:
The surgeon utilized the baxano io-flex system to decompress the left l4/5 neuroforamen through an open incision. After utilizing the baxano neurocheck device to localize the nerve root and confirm safe placement of the wire, the 10mm baxano microblade shaver was introduced into the foramen and reciprocated 4 times. At this point the surgeon had advanced the device through the facet joint and a single chuck of facet was detached and removed from the surgical site. No fluoroscopic images from the case were available for review. The surgeon then removed the microblade shaver and completed the procedure. The pt was discharged the following day. No adverse sequelae were reported at 15 days post op.